Event description:
It was reported during a trial procedure on (B)(6) 2023 the tip of the sheath broke off and remains inside the patient¿s body. Surgical intervention may take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.